Event description:
Healthcare professional reported a patient was injected with juvéderm® volift¿ with lidocaine in nasolabial folds; nl1, l6 and had adverse effect. Painful and hard nodules on nasolabial folds and marionette lines during a sinusitis crisis. Treatment: hyaluronidase, intralesional ciprostene, amoxicillin and slurped. Symptoms resolved.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "viral infection", deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
Additional, corrected, and/or changed data: c1, d4, h4, and h6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volift¿ with lidocaine in nasolabial folds ; nl1, l6 and had adverse effect. Painful and hard nodules on nasolabial folds and marionette lines during a sinusitis crisis. Treatment: hyaluronidase, intralesional diprostene, amoxicillin and solupred. Symptoms resolved.